Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.     The suture is not available for analysis. The suture was discarded. If further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown surgery on (B)(6) 2020 and the suture was used. During surgery, when tying the knot, the pds suture broke twice. As a result, there was a surgery delay of 15 minutes. A like device was used to successfully complete the procedure. There were no fragments generated. There were no adverse patient consequences reported.